Event description:
The user facility in the united kingdom reported that during the sculpting phase, a particle was identified in the sleeve before it entered the patient's eye. The procedure was carried out with no variation. The procedure was extended by 0-15 mins. There was no patient impact, clinical consequences or medical intervention.

Manufacturer narrative:
The product will not be returned for evaluation. The lot number is unknown. The user facility kept the particle to run their own analysis on. The investigation is ongoing.

Manufacturer narrative:
The handpiece was not returned for investigation we are unable to determine the root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.